Event description:
It was reported that the lead impedance and capture thresholds had increased. The physician elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.